Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01799. It was reported that during preparation the burr damaged the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During draw test, the burr was being loaded into the rotawire. However, the burr chewed up and mangled the wire and about 1 cm behind the burr, the housing catheter looked burnt. The procedure was completed with another of the same device. No patient complications were reported and the device never went into patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink device and the guidewire for the related complaint. The rotawire was received in the lumen and was removed with no resistance. Visual and microscopic examination of the advancer, handshake connection, coil, and sheath were performed and revealed that the sheath was twisted with two separations in the sheath. Also, the separated ends of the sheath were jagged which indicates the separation was due to tensile overload. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01799. It was reported that during preparation the burr damaged the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During draw test, the burr was being loaded into the rotawire. However, the burr chewed up and mangled the wire and about 1 cm behind the burr, the housing catheter looked burnt. The procedure was completed with another of the same device. No patient complications were reported and the device never went into patient's body.